Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 12:30 pm the patient obtained the blood glucose readings of 70 mg/dl and 77 mg/dl on the reported meter. The patient did not take any actions based on these readings. Fifteen minutes afterwards, the patient experienced the symptom of being unresponsive. Emergency services were contacted and paramedics tested the patient's blood glucose level to be 13 mg/dl. The patient was treated with a dextrose injection. The patient managed his blood glucose level with insulin pump therapy. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining normal readings on the reported meter and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Dob: not provided. Gender: not provided. Weight: not provided.